Manufacturer narrative:
The approximate age of the device was 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2019. It was reported that the patient expired of a hemorrhagic stroke. No treatment was provided. A CT showed left frontal large intraparenchymal poorly clotting hematoma with surrounding vasogenic edema and subfalcine shift to the right. Poor gray-white differentiation was noted inferiorly within the cerebrum with basal cistern effacement which should be correlated for decreased brainstem activity. A brain flow study showed no intracranial perfusion. No further information was provided.

Manufacturer narrative:
A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.